Manufacturer narrative:
No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a gynecological procedure in 2008. During the procedure, the lights flickered on the screen and the device was not activating. This occurred with two disposable handpieces. The procedure was successfully completed with a third handpiece with no adverse pt consequences.